Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the report of an unusual sound coming from the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be confirmed through this evaluation. A specific cause for the reported unusual sound of rhythmic dripping could not conclusively be determined through this evaluation. The submitted log files contained data from 18may2019 through 29may2019. The file consisted of multiple pi events. No notable findings were observed within the file. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 provides an explanation of all pump parameters. The section 1 also instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. The heartmate 3 lvas patient handbook, rev. D. Is also currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an unusual sound that lasted 15 minutes and sounded like a rhythmic dripping. The patient was admitted with plan for cardiac computed tomography (CT) the following morning. The log files showed multiple pulsatility index (pi) events that occurred on (B)(6) 2022 from 14:40:08 to 19:00:52.

Manufacturer narrative:
Patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.